Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the valve was successfully loaded and a pre-implant balloon aortic valvuloplasty (bav) was performed with a 22 millimeter (mm) balloon at the minimum size of the annulus. The valve was deployed to 80%, and a large infold was reported. It was reported the valve also appeared constrained and slightly moved toward the ventricle. It was reported there was not enough radial force for the valve to open. Per the physician, calcification contributed to the valve infold. The valve was withdrawn. A second pre-dilation was performed with a 24 mm balloon at the mean size of the annulus. It was reported that the cusp overlap technique was used and the target implant depth was 3 mm. No adverse patient effects were reported.